Manufacturer narrative:
Follow-up received on (B)(6) 2016: information received from a lawyer on behalf of a plaintiff states that on or about (B)(6) 2009, plaintiff had two coils implanted. After the implant procedure, she began to experience severe pelvic and abdominal pains, as well as, gradually more painful periods and heavier than natural bleeding. These symptoms gradually intensified as time passed; however, during this period, there was no way for plaintiff to ascertain, the cause of these symptoms. On or about (B)(6) 2015, plaintiff decided to seek a definitive solution to her bleeding and pelvic pains. She underwent total hysterectomy and bilateral salpingectomy after recently learning that the coils may be the cause of all her symptoms. In addition, it was reported that physical and mental anguish suffered by plaintiff during this period, as well as the necessity of undergoing such a drastic surgery to remove the coils, is a direct and proximate result of the failure to properly disseminate accurate information regarding the product. Company causality comment: this spontaneous case report, initially was received from a consumer but upon receipt further information this case was considered a legal case and refers to a female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported severe pelvic pains, heavy period / heavier than natural bleeding and pain/ lower back pain, previously reported only lower back pain / pain. All events are serious by medical significance and listed in the reference safety information for essure. Additional non-serious events were reported. The patient complained about pain/ back pain, severe pelvic pains and heavy period after essure's insertion, which her physician explained was due to an association of her not having a period of 5 years due to the birth control. This is a reasonable alternative explanation for these events. However, it would be expected that this events subside after some months, and she stated in 2015 she still had the pain. The pain started after essure insertion, so an eventual causality with the suspect insert is considered related. This case was regarded as incident since essure removal was required. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 11-feb-2016: despite of follow-up attempts no response was received to date. Case considered to be closed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported pain/ lower back pain, considered serious by medical significance and listed in the reference safety information for essure. Additional non-serious events were reported. The patient complained about pain and heavy period after essure insertion, which her physician explained was due to an association of her not having a period of 5 years due to the birth control. This is a reasonable alternative explanation for these events. However, it would be expected that this events subside after some months, and she stated in 2015 she still had the pain. The pain started after essure insertion, so an eventual causality with the suspect insert is considered related. This case was upgraded to incident since essure was removed (information received on follow-up). According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5044535) in united states on 14-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 because she decided we did not want to have any more kids. The consumer got a test completed 3 months later to verify that the essure was placed correctly. In 2009, she told her gynecologist about the pain and started to have and heavy period which she was told it has an association of her not having a period of 5 years due to the birth control. She was also offered to add birth control as the pill or the shot which at the time she would advise her physician about the issues, and she would say okay we will keep an eye and see if it gets worse. She also saw her primary physician in occasion who also advised it was normal to be more sensitive due to age and period cycles. She reported having real bad lower back and thigh pain and was unable to get up from bed for 3 days straight; she did not go to work for 2 weeks she decided to make an appointment with a chiropractor to try to fix the problem of her lower back that was just constant and during the month it is fine but when she got her period it was horrible cramp and her left thigh hurts and fall sleep. She also had heavy period that she had to leave work to change clothing. She was unable to do exercise and other things that she was able to do. She had her yearly checkup in 2015 when in the middle she was not pleased with her tenderness. She mentioned it was getting worse to even have sexual intercourse due to the pain again, the doctor advised it could be numerous things not once mention about a problem with essure. The consumer also mentioned the seriousness criterion required intervention but not specified and/or assigned to one of the events. The consumer also mentioned taking ibuprofen 800mg for onset of migraines. Follow-up information received 06-nov-2015 and additional information received on 22-nov-2015 (ptc investigation result received): consumer reported that essure was removed. Case upgraded to incident. Ptc investigation result: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded the reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported pain/ lower back pain, considered serious by medical significance and listed in the reference safety information for essure. Additional non-serious events were reported. The patient complained about pain and heavy period after essure insertion, which her physician explained was due to an association of her not having a period of 5 years due to the birth control. This is a reasonable alternative explanation for these events. However, it would be expected that this events subside after some months, and she stated in 2015 she still had the pain. The pain started after essure insertion, so an eventual causality with the suspect insert is considered related. This case was upgraded to incident since essure was removed (information received on follow-up). According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.